Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. Reportedly, customer changed supplies to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
This report is a duplicate of mfg report #3013756811-2026-43410.